Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received keypad anomaly on their insulin pump. It was reported that the customer's buttons were unresponsive. It was reported that the customer's blood glucose level was 106mg/dl. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, stained address serial number label and missing the end cap sticker.